Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2022 during a shoulder arthroscopy procedure and the ¿plate fell completely off inside the joint¿. There was no injury or impact to the patient or user. After further assessment it was found the procedure was completed with a delay to "retrieve the tip". The plate was retrieved with a grasper. No medical/surgical intervention or extended stay at the hospital was required for the patient. Patient's current status is "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy, suct, sin was being used on (B)(6) 2022 during a shoulder arthroscopy procedure and the ¿plate fell completely off inside the joint¿. There was no injury or impact to the patient or user. After further assessment it was found the procedure was completed with a delay to "retrieve the tip". The plate was retrieved with a grasper. No medical/surgical intervention or extended stay at the hospital was required for the patient. Patient's current status is "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 reports, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.